Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: it was reported a black particle was found on the filter cannula. To aid in the investigation, two photos were provided for evaluation by our quality team. One photo shows a packaging blister top web. The other photo shows a filter needle with no plastic shield connected to a syringe. There is a foreign matter attached to it at the middle of the needle length. As the lot provided is 'unknown,' a device history record review could not be completed. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed, but without the physical sample analysis a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a black, foreign particle was found in the bd¿ blunt fill needle with filter cannula. The following information was provided by the initial reporter, translated from (B)(6) to english: "complains that a black particle was found on the filter cannula."